Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was re-implanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.